Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on 6(B)(6) 2015 to report that a (B)(6) male pt had a rash on his back and under his arms. The pt's physician was aware and approved of treating the rash with cornstarch powder and unscented lotion. Follow up indicated that the pt's rash had cleared up after using the medications.